Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for two patients while using the cobas® sars-cov-2 nucleic acid test on the cobas® 68/8800 systems. The alleged samples initially generated a positive result for sars-cov-2. The same samples were retested multiple times on the same cobas 6800 analyzer which yielded a negative result and then a positive result for sars-cov-2. The negative results were not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A review of the data did not indicate any reagent or instrument related issues. No trend was identified with the alleged reagent lot. The investigation determined the issue was related to the amount of lysis buffer used. When the customer uses the correct amount, the results are as expected. Correct pre-analytic sample handling is within the customer's responsibility. There was no malfunction of the device.